Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 415 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized overnight and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer initially stated that cannula was bent, then states that adhesive were loose and band aid was used and there was blood at site.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.